Event description:
Trigger sticking. Case type: tka. 16-30 minutes.

Manufacturer narrative:
It was reported that the mics trigger was sticking. Product evaluation and results: mics-209063, sn#: (B)(6), RMA#: (B)(4). Inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.2. Visual sticky trigger. Disposition: rtv inspected by: (B)(4). Product history review: device history records indicate (B)(4) devices were manufactured under prodex lot k0c9u and 25 devices were rejected on 01/18/2019 due to a discrepancy between the lot # on the coc (42061218) and the lot # on the parts (42041218). The coc was updated and the documentation was reviewed through qt19-01-0064. The 25 parts were accepted into final stock on 01/22/2019. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0c9u shows 02 additional complaints related to the failure in this investigation. Conclusions: the failure mode was duplicated for the alleged failure. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger sticking. Case type: tka. 16-30 minutes.